Manufacturer narrative:
Date of event: (B)(6) 2018, date of report: 09/13/2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. The customer requested service, but declined repairs.

Event description:
Apnea alarm on an esprit ventilator. The device was in use, but no patient harm was reported.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.